Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No blood-like substances were noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation ablation procedure, coagulum formed on the tip of the ablation catheter twice. Initially a map was made and then a left atrial fibrillation and right wide area circumferential ablation were performed. After completing several lesions, the distal electrode on the ablation catheter started to wiggle and bend on the screen and the impedance rose. The catheter was removed from the patient and coagulum was noted on the catheter tip. The coagulum was removed and a high flush was given through the catheter via the irrigation pump. Ablations were then continued until the same movement and coagulum were found again. The ablation catheter was exchanged and the issue was resolved. There were no adverse consequences to the patient.